Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 12/08/2010 and 12/22/2010 by phone, fax, and mail. Medical records were received on 12/23/2010. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) was exchanged for the same model, different power lens due to an unexpected outcome. It was also reported that the pt was noted to have keratoconus and epiretinal membrane/pucker maculopathy (erm/pm). The surgeon reported he does not feel the lens is defective. Medical records were received. The pt has a history of retinal detachment and repair and mild meibomian gland dysfunction. If was also indicated that, six days postoperatively, the pt reported decreased vision for reading and distance. Three weeks postoperatively, the iol was exchanged. Approx three weeks post-exchange, the records indicated the pt reported that his vision is blurry. Additional info has been requested. There are two medical device reports associated with this event. This report is for the initial lens.